Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was rep reported that they were attempting to program adaptive stim for pt and each time they would program a position and go to program another, it would delete it and make them start over again. Rep confirmed that the cp app would make them reorient each time. The manufacturer's technical services specialist (tss) attempted to confirm any messages that were displaying and rep stated they took pictures of the messages but did not confirm details of the messages. Caller confirmed they were able to figure out the problem and rushed tss off the phone stating that they did not want to make the pt wait any longer. Caller requested a call back from a technical services agent so they could discuss further after they were not with pt any longer. Tss called rep back. Rep stated they were attempting to set-up patient's adaptive stim for the first time today and would attempt to orient the ins, go through several positions but receive message of "invalid orientation". Rep indicated they skipped some of the positions but still received the message so they weren't able to complete the adaptive stim set-up. Tss reviewed to orient only 3 positions (upright, lying back and lying left/right) and skip the rest to see if this resolves the issue. If not, the ins position in the pocket may not be parallel to the skin and they may have to manipulate patient's position during orientation to get the orientation to recognize the different positions. Tss suggested calling back if they meet with patient again to be walked through the orientation process. Additional information was received from the rep. It was reported that the cause of the difficulties programming the adaptivestim was because the implant is not parallel to the skin. Rep reprogrammed without adaptive stim set up. Rep will attempt to manipulate positions to see if she needs further reprogramming. The issue has been resolved.